Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guide wire portion remains in the patient coronary. Device issue: guide wire separation. It was reported that the guide wire was fitted in a stent and separated into two portions. The distal part remained in the coronary in a diagonal vessel and the proximal portion was removed from the patient without intervention and was discarded. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - in this case, it was reported that the guide wire fitted in a stent. Based on this, it is possible that the tip of the guide wire was either trapped within or against a stent. Any attempts to remove the guide wire in this trapped state would likely meet resistance and cause the tip to separate. Similar instructions for use states: use extreme caution when moving a guide wire through a non-endothelialized stent, or through struts into a bifurcated vessel.